Manufacturer narrative:
The issue was found during servicing of the ventilator. There's no patient involvement. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. Based on this information, this is not a reportable event.

Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
It was reported that the ventilator would not operate on battery. Unit does work fine on alternating current power. The manufactured date of the battery is (B)(6) 2020. There was no patient involvement. The customer had a replacement battery. Upon a follow up with technical support the customer reported that the battery was replaced, and that the battery voltage was at 9 volts and zero amps. After installing the new internal battery, the unit was at 14 volts and charging properly.